Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to high out of range (oor) pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. The impedances had gradually increased since january. The thresholds were stable in both the bipolar and unipolar configuration. Boston scientific technical services (ts) discussed the gradual increase is suggestive of a physiologic change. It was noted that the patient rv pacing percentage had also increased. The patient noted their medications were changed in january. The physician reprogrammed the upper limit oor alert limit and will continue to monitor. This pacemaker and rv lead remain in service. No adverse patient effects were reported.